Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation it was noted that the implantable cardiac monitor (icm) exhibited a communication anomaly with the programmer and an error was received. The icm was not used but exchanged. There were no patient consequences.

Manufacturer narrative:
Final analysis determined the reported event were consistent with cold temperature exposure while the device was still in box. After clearing the error alert, the device was successfully programmed out of shipped settings. Further testing found the device battery is still above elective replacement battery level. No anomalies were found.